Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient experienced bleeding from their impella cp access site during support. Manual pressure was applied and the sheath was manipulated to achieve hemostasis. Three units packed red blood cells, two units' fresh frozen plasma, and two unit's platelets were transfused to treat the bleed. Support was set to continue, however, due to the severity of the patient's disease, the family opted to move to comfort care. The pump was removed and the patient later passed away. A relationship between the bleed and the patient's passing was not defined.